Event description:
During a meeting dr presented a case, in which he used the angioplasty technique with a hyperglide occlusion balloon catheter. The guidewire was withdrawn from the catheter, and puffed with contrast. Due to the leak and the inflation/deflation, an angioplasty effect was achieved. In the case presented by dr the end hole of the balloon clotted off. The balloon was inadvertently over-inflated. The vessel was damaged due to this handling failure.